Event description:
The mfg co received notice on 09/10/1999 that a pt received 2 units of blood during a procedure. According to the hospital, the blood was infused to the pt slowly over an 8 hour period. Pt was found to have developed a fever of 101.6 degrees and the pt's urine appeared to be a dark, maroon color. The fever and dark urine were believed to be due to the hemolysis of the blood. The cause of the hemolysis of blood is unknown at this time. The MFR is awaiting the return of the fluid warmer as well as the calibration accessory to perform the testing of each unit. Hospital did verify that both the fluid warmer and calibration accessory were functioning in the appropriate range.